Event description:
It was reported "the helium line was withdrawn with blood return in the middle of machine operation after placement, and the tip of the central lumen was found to be fractured after the balloon was withdrawn." The catheter was withdrawn and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the helium line was withdrawn with blood return in the middle of machine operation after placement, and the tip of the central lumen was found to be fractured after the balloon was withdrawn." The catheter was withdrawn and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab blood in helium pathway was confirmed upon investigation of the returned sample. Visual inspection noted a bend to the iabc central lumen at approximately 5.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak was related to patient condition. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.